Manufacturer narrative:
Block h6: imdrf device code a0510 captures the reportable event of sheath difficult to retract.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a walled-off necrosis (won) pancreatitis during an endoscopic ultrasound (eus)-guided won drainage procedure performed on (B)(6) 2026. During the procedure, it was very tough to move the step 2 handle to release the distal flange of axios stent. The step 2 handle eventually reached the lock, and the physician removed the lock handle using pliers, but the axios stent distal flange did not release despite several attempts. After a while, the flange eventually expanded. The guidewire was not possible to be inserted into the handle as it was stuck. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: note: it was reported that the axios stent was attempted to be implanted transgastric to the stomach. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the stomach.

Manufacturer narrative:
Block h6: imdrf device code a0510 captures the reportable event of sheath difficult to retract. Block h11: this report was created to document the product investigation result that had been closed with no product return. However, on april 08, 2026, the complainant device was returned. At this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplement report will be submitted once the results are available.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a walled-off necrosis (won) pancreatitis during an endoscopic ultrasound (eus)-guided won drainage procedure performed on (B)(6) 2026. During the procedure, it was very tough to move the step 2 handle to release the distal flange of axios stent. The step 2 handle eventually reached the lock, and the physician removed the lock handle using pliers, but the axios stent distal flange did not release despite several attempts. After a while, the flange eventually expanded. The guidewire was not possible to be inserted into the handle as it was stuck. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: note: it was reported that the axios stent was attempted to be implanted transgastric to the stomach. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the stomach.